Manufacturer narrative:
Block B3: Exact date unknown, event occurred five years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2316-70.Serial Number: (b)(6).Batch/Lot Number: 17675031.Model/Catalog Description: INFINION 16 LEAD KIT 70 CM.Unique Identifier (UDI)#: (b)(4). Model Number/Catalog Number: SC-2316-70.Serial Number: (b)(6).Batch/Lot Number: 16445872.Model/Catalog Description: INFINION 16 LEAD KIT 70 CM.Unique Identifier (UDI)#: (b)(4). Model Number/Catalog Number: SC-3138-55.Serial Number: (b)(6).Batch/Lot Number: 13622683.Model/Catalog Description: LEAD EXTENSION KIT, 55CM.Unique Identifier (UDI)#: ((b)(4). Model Number/Catalog Number: SC-3138-55.Serial Number: (b)(6).Batch/Lot Number: 13622683.Model/Catalog Description: LEAD EXTENSION KIT, 55CM.Unique Identifier (UDI)#: (b)(4). Model Number/Catalog Number: SC-3400-30.Serial Number: (b)(6).Batch/Lot Number: 17941995.Model/Catalog Description: Splitter 2x8 Kit-Sterile.Unique Identifier (UDI)#: (b)(4). Model Number/Catalog Number: SC-3400-30.Serial Number: (b)(4).Batch/Lot Number: 17806702.Model/Catalog Description: Splitter 2x8 Kit-Sterile.Unique Identifier (UDI)#: (b)(4) .Model Number/Catalog Number: SC-4316.Batch/Lot Number: 18182693.Model/Catalog Description: CLIK ANCHOR.Unique Identifier (UDI)#: (b)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and migration with the implanted devices. The patient's Implantable Pulse Generator (IPG) and spinal cord stimulator (SCS) leads were explanted and the explanted devices will not be returned.